Event description:
Hyperglycemic during the night. Could not lower blood sugar with pump bolus. I did not supplement with a manual insulin injection (needle) because there was no way to know whether or not the pump actually pushed insulin. Blood sugar remained over 350 until morning. (Cgm) ketoacidosis in the morning. Inspected the pump and changed out infusion set. When removing the reservoir an o-ring came out of the reservoir chamber. I was unable to reinstall it. Also noticed the pump was missing the black retainer ring. Reported the issue to medtronic tech support. Will receive a replacement on tuesday (B)(6) 2022. I have had issues with unexplained high and low blood sugars during the past 2 months. Medtronic seems to think the answer to the problem is using their silicone case. Note that it used to be a purchased accessory. Pump 670g, (B)(4). FDA safety report ID# (B)(4).